Manufacturer narrative:
Analysis was able to confirm the customer comment of error when turned on. It was additionally noted that both output connectors, hanger, and lower case boss were broken, the main seal and both wires on the liquid crystal display were pinched (not compromised) and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved and the device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code when turned on. The caller was instructed to reboot the epg and if the error code persisted they should send the epg in for service. The current status of the epg is unknown. There was no patient involvement. It was further reported that the epg was returned for service. It was further reported that the epg subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.